Manufacturer narrative:
Investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-02314, related manufacturer reference number: 3006705815-2019-02315. It was reported the patient was diagnosed with bacterial meningitis. In turn, patient was hospitalized and prescribed oral antibiotics. As a result, the patient had their system explanted.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-02314. Related manufacturer reference number: 3006705815-2019-02315.